Manufacturer narrative:
Of note, the patient had undergone previous rectal surgery which may be a contributing factor to the risk of rectal damage. During hifu treatment, there is a risk of damage to the rectal wall. Although rare, it is a known risk that such damage may lead to a rectal-urethral fistula. A small fistula may heal with conservative management, though a larger fistula may require intervention to correct.

Event description:
On 19-nov-2025, the manufacturer was made aware that a patient had developed a fistula earlier in the year. Additional information had been requested.